Event description:
The facility's nurse reported an incident where the flow rate changed on the pump and an overinfusion of nitrocor occurred. The pump was infusing nitrocor on channel b at a rate of 15.6ml/hr. Channel a was infusing normal saline at a rate of 20ml/hr. The nurse connected vancomycine piggyback to the normal saline on channel a, as intended, to be infused at a rate of 250ml/hr. The nurse immediately realized the error, reprogrammed the infusion on channel b to the intended primary mode and rate of 15.6ml/hr. Approx 20 minutes later when the nurse checked the pt, she noticed that nitrocor was infusing at the previous rate of 250ml/hr. The pt received 40ml of nictrocor within 20minutes and as a result, the pt's blood pressure dropped from "160s"to "90s". The nitrocor infusion was stopped for several hours and the drop in the pt's blood pressure resolved on its own. According to the nurse, there were no other changes in the pt's vital signs or the pt's status. No permanent injury resulted from the event and no medical intervention was required.